Event description:
On (B)(6)2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was not powering on. The medical surveillance specialist attempted to follow-up with the patient to obtain additional information but was unable to contact the patient, therefore the complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on approximately the wednesday or thursday of the week before. The patient manages his diabetes using insulin and self-adjusts the dose. The patient denied making any changes to his usual diabetes management routine in response to the reported issue. It is unknown what symptoms, if any, the patient may have experienced in response to the reported issue. The patient stated that his blood glucose was measured using a doctor¿s/clinic meter and stated the ¿meter was getting 500 [mg/dl] result¿. The patient reported self-treating (date and time not specified) with 70 units of levemir flextouch insulin in response to the reported issue (date and time not specified). At the time of troubleshooting, the csr confirmed that the meter did not require new batteries, the correct strips were being used and it was not the first use of the product. The csr was unable to walk the patient through a re-test and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and he reportedly developed signs/symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.